Event description:
Information was received from healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the emergency room called and stated patient was punched ¿by a hold¿ near the left ipg site. Patient had pain at pocket site. Rep interrogated the device and impedance showed normal. Rep made implant physician aware of the event. Hcp stated revision of pocket site may be necessary at a later date since implantable neurostimulator (ins) had flipped. A surgical intervention was planned but it had not been scheduled. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2017-03937. Follow-up information indicated that the correct manufacturing site was site # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported the patient was to have a pocket revision on (B)(6) 2017. There were no further complications reported or anticipated.